Event description:
A patient developed cellulitis after being vaccinated. Product used after recall notification. (B)(6). Note: the customer was unable to provide more information regarding the lot# or the patient details. Due to lack of a lot# we were unable to identify the supplier. How ever, we have notified both suppliers of this incident.